Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station experienced unexpected shutdowns during operation. The field service engineer (fse) powered down station for inspection. The bus cables on both the main and auxiliary cabinets were checked. It was found that the auxiliary bus cable was pinched behind auxiliary drawer 1, causing potential power loss. The cable was rerouted, and sharp metal edges were protected to prevent future damage. The station was powered up, and all drawers were checked with no failures or power loss encountered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had unexpected shutdown and displayed an error message as power failure. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from other source, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.